Manufacturer narrative:
The initial contact from dr. (B)(6) office was the surgery. Scheduler was (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a surgery scheduler at the healthcare provider¿s office via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. An open wound over the pump site was reported. It was unknown if there were any environmental, external or patient factors that contributed to the issue or if there were any diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was an explant of the pump was planned and was scheduled for (B)(6) 2018. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury. Additional information received on (B)(6) 2018 reported that the patient stated they had a blister over the pump. There was ¿orange stuff¿ seeping out of it last night. The blister had started after implant and the patient saw the physician and gave the patient antibiotics. The patient went in every week for follow-ups with the physician. The patient had also complained that the pump kept moving and was sticking out so far, she felt like she looked pregnant. No further complications reported.